Event description:
This mesh is very dangerous. Has shattered into my bladder, and had intruded into my lining of my stomach, had to remove my bladder away from hernia, and cut out a piece of my lining of my stomach. The mesh had shredded.